Manufacturer narrative:
B3: event date: the event occurred between may 22, 2025 - june 12, 2025. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of large volume folfusors did not deliver antibiotics. The expected therapy time was 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.